Manufacturer narrative:
Patient's previous clam shell repair was reported under MFR: 2916596-2019-04397 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms and speed drops from baseline of 9800 rotations per minute (rpm) down to 000,2000,1200, and 0 rpm that were happening on wall power. The log file data from a newly programmed controller showed 11 pump stops and 14 low speed advisories on (B)(6) 2023 at 1833 and (B)(6) 2023 at 1810-1822. The speed drops were as low as 0rpm. These events were occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu). X-ray images of the percutaneous lead was submitted that showed an area of concern. The entire external portion of the driveline was replaced with no issues on (B)(6) 2023. After the repair, the patient continued to have low speed events a couple of hours later and was placed on battery power and was to use ungrounded patient cable going forward. Log files that were obtained after the repair confirmed additional pump stop and low flow hazard events while the patient was using the power module. This data along with the report that indicated there were no compromised wires during the evaluated driveline, confirmed that the patient had an internal short to shield and was to continue to use the ungrounded cable and batteries. The patient was reportedly being considered for a pump exchange.

Manufacturer narrative:
D9: the initial product return date was updated to the date the lvad was returned (originally it was portion of driveline). Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed a breach in the insulation of the orange wire that would have contributed to the reported pump stops and low speed operation events observed within the submitted log files. (B)(6) was returned assembled with the driveline cut approximately 1¿ from the pump housing and the remaining distal portion of the driveline measured approximately 34¿. The pins of the controller connector appeared unremarkable. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. The outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The bend relief collar was returned detached from the device. No evidence of developed depositions or thrombus formations were observed throughout the system. The patient underwent a distal-end driveline replacement on (B)(6) 2023. The returned portion of driveline measured approximately 23¿. The pins of the controller connector appeared unremarkable. The driveline was tested for electrical continuity in the condition that it was received and revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was carefully disassembled, and microscopic examination of the underlying wires did not reveal any insulation breaches. The wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The driveline returned with the pump was tested for electrical continuity in the condition that it was received and revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was carefully disassembled, and microscopic examination of the underlying wires revealed a breach in the insulation of the orange wire approximately 5¿ from the pump housing. The remaining segments of all wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed breach in insulation of the orange wire appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. If the exposed conductors of the orange wire made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, contributing to the pump stops and low speed operation events observed within the submitted log files while the patient was operating on the mobile power unit and power module. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of the IFU, "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms (including low speed and pump off alarms) and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2023.